Manufacturer narrative:
Device received with critical pump error (open book image) and pump error 35 was present in the pump trace download due to corrosion on force sensor assembly. Unable to perform displacement test, rewind test, prime/ and seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Device received with severe corrosion on all electronic assemblies, moisture damage on motor assembly and corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump alarmed pump error 35. Customer's blood glucose reading was 270 mg/dl. Product is not expected to return.